Event description:
Eeg had significant technical issues due to defective disposable eeg wires from ambu lot # 1000958818. We worked with our eeg vendor to troubleshoot the issue and our equipment. It was determined that the electrodes were the cause of the technical issues in our eeg recording.